Event description:
It was reported that based on a monitor strip which shows a big qrs and small paced beat, it is thought that the device is not capturing. Possible bigeminal pvcs was discussed. It was reported the physician says it is ok and the patient feels ok. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.